Event description:
The complainant reported that during the impella 5.5 set up, there were purge system open alarms during set up. The purge cassette was replaced to no avail. The automated impella controller (aic) and the pump moved to another aic and alarm resolved. There was no harm reported.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. Console logs from the reported day of event are partially consistent with complaint and show sudden drop of purge pressure during case start, resulting in purge pressure low alarm (#431) and purge system open (#407). One of the alarms (#431) resolved on the same console, while the other (#407) remained unresolved. However, the real time log data shows that before pump was unplugged, purge pressure was increasing to the point that triggering criteria for the alarms would have been removed. The console was returned for evaluation and the issue was not reproduced. Testing did not reveal any anomalies, and the unit¿s purge system operated within specification. The purge pressure drop and resulting purge alarms are captured under MFR report #1220648-2024-18750. Added- h6 impact code 4629.